Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user found the ncircle delta wire tipless stone extractor was broken during ureteroscopy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation. Visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was returned partially open. A visual examination noted the polyethylene terephthalate tubing (pett) is damaged. The pett has been severed in two segments. One pett segment has a pinched appearance. The handle had been disassembled as determined by the two segments didn¿t match up in the handle. Once one end was turned around the points of separation matched up. The handle was noted to be split. The basket formation was found to have a wire cut. Bio matter was observed on the basket formation, indicating the device is used. The basket formation can be manually actuated. The device history record was reviewed and found no non-conformances related to the reported failure. A review of complaint history revealed this complaint is the only one associated with lot number 8430019. The instructions for use (IFU) provides the following in the precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket with a broken wire. The broken basket wire did not affect the ability of the basket to open/close. Measures have been initiated to address this issue. It was also noted the returned device had a handle issue. It appears the handle had been taken apart, the pett tubing inside the handle was removed, cut in half, then reassembled. The cause for the disassembly of the handle could not be determined. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. Visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was returned partially open. A visual examination noted the polyethylene terephthalate tubing (pett) is damaged. The pett has been severed in two segments. One pett segment has a pinched appearance. The handle had been disassembled as determined by the two segments didn¿t match up in the handle. Once one end was turned around the points of separation matched up. The handle was noted to be split. The basket formation was found to have a wire cut. Bio matter was observed on the basket formation, indicating the device is used. The basket formation can be manually actuated. The device history record was reviewed and found no non-conformances related to the reported failure. A review of complaint history revealed this complaint is the only one associated with lot number 8430019. The instructions for use (IFU) provides the following in the precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket with a broken wire. The broken basket wire did not affect the ability of the basket to open/close. Measures have been initiated to address this issue. It was also noted the returned device had a handle issue. It appears the handle had been taken apart, the pett tubing inside the handle was removed, cut in half, then reassembled. The cause for the disassembly of the handle could not be determined. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.